Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by completed device evaluation. The device was returned and evaluated, and the customer¿s allegation of bad image quality was not confirmed. The device was found to have a losing image issue and a b30 scope communication error, which was due to a cable unit failure. Added d9/device evaluated? Yes - device received date: 10 november 2022.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of bad image quality was not confirmed. The device was found to have a no image issue due to a b30 scope communication error. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was bad image quality while using the hd camera head. There was no patient harm associated with the event. The device was returned and evaluated, and the device was found to have a no image issue due to a b30 scope communication error. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.